Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism was loose and detached, causing a used needle stick on the left index finger of the user. Reported verbatim: "how did the needle stick incident occur: employee believes that the partial loose attachment of safety caused safety to not align with needle. Although employee completed the motion of engaging the safety, employee did not pay close attention as to whether it clicked into place. Needle tip was left exposed and made contact with employees finger when picking up the needle for disposal. Was it a clean needle or a used needle: used where was the injury: left index finger was the proper technique used: yes was medical intervention required or necessary: no medical intervention required"

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D9: returned to manufacturer on: 10-dec-2025. G.4. PMA / 510(k)#: k982541. H.3 device eval by manufacturer? Yes. The following fields were updated due to additional information: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 48 samples for investigation. Out of these, twenty samples were randomly selected and inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism was loose and detached, causing a used needle stick on the left index finger of the user. Reported verbatim: "how did the needle stick incident occur: employee believes that the partial loose attachment of safety caused safety to not align with needle. Although employee completed the motion of engaging the safety, employee did not pay close attention as to whether it clicked into place. Needle tip was left exposed and made contact with employees finger when picking up the needle for disposal. Was it a clean needle or a used needle: used. Where was the injury: left index finger. Was the proper technique used: yes. Was medical intervention required or necessary: no medical intervention required".